Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the bg meter. The cause was unknown; however, customer's continuous glucose monitor was not active. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained.